Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline fault events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019 and (B)(6) 2019 through (B)(6) 2019. The first log file showed 6 driveline fault alarms occurring intermittently on (B)(6) 2019. These alarms were associated with phase 2 of the driveline. The second submitted log file showed driveline fault alarms active throughout the majority of the log file and were associated with phase 2 of the driveline. The pump operated above the low speed limit for the duration of both log files. It was reported that the patient's controller was exchanged. It was reported that the driveline faults resolved after the controller exchange, but there were continued driveline faults on (B)(6) 2019. It was reported an ungrounded patient cable was requested for the patient. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was seen in clinic. A log file review was performed by manufacturer technical services, and it was observed 181 driveline fault from (B)(6) 2019 until (B)(6) 2019. The patient continued to have driveline faults since (B)(6) 2019. Log file analysis noted the same phase of the driveline causing the driveline faults. No further information was reported.